Manufacturer narrative:
(B)(4). Batch # r5az50. Investigation summary: the analysis results showed that one ecr60g cartridge reload was returned unfired with 3 double driver out of position, making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged from left proximal side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Event could not be confirmed as no instrument was returned for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a low anterior resection for rectal cancer surgery, after fired, the knife moved to the distal end, but could not return knife automatically. Knife reverse switch was attempted but could not work. It is unknown if the manual override was attempted. Another device was used to cut the tissue close to the previous cut line. There were no adverse consequences to the patient. No additional information can be provided.